Event description:
It was reported the luer hub was found cracked during patient use. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a chronic hemodialysis catheter while inside the patient. Visual analysis revealed what appeared to be a crack on the molded compression fitting; however, this cannot be officially confirmed without the sample returned for analysis. A device history record review was performed with no evidence to suggest a manufacturing related. The IFU provided with the kit informs the user, "repeated over tightening of bloodlines , syringes and caps will reduce connector life and could lead to potential connector failure". The report that the luer hub/fitting contained a crack could not be officially confirmed through examination of the customer supplied photo. The image showed the chronic catheter while inside the patient. Visual analysis revealed what appears to be a crack on the molded compression fitting; however, this cannot be officially confirmed without the actual sample returned for analysis. A device history record review was performed, and no relevant findings were identified. The probable cause of the luer hub/fitting cracked could not be determined without the actual complaint sample returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the luer hub was found cracked during patient use. No patient harm was reported. The patient's condition is reported as fine.